Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. The contact connected the pump to a power source and the pump emitted a high pitched noise but was otherwise unresponsive. The customer had manual injections available as alternate insulin therapy.